Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain\ pain'), genital haemorrhage ('bleeding') and pregnancy with contraceptive device ('pregnancy (termination)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective\failure to occlude (close) fallopian tube(s)," in (B)(6) 2012. The patient's medical history included obesity, gravida ii and parity 3 ((B)(6) 2002, (B)(6) 2007, (B)(6) 2010). Previously administered products included for an unreported indication: ortho tri-cyclen and mirena. Concurrent conditions included uterine bleeding. Concomitant products included estradiol, hydrocodone, ketorolac tromethamine (toradol) and promethazine. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and hypertension ("blood or heart disorder/condition type: high blood pressure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, bladder disorder, urinary tract disorder, hypertension, fatigue and weight increased outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, hypertension, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy, date(s) of insertion: (B)(6) 2010, (B)(6) 2010, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Ultrasound scan vagina - in (B)(6) 2010: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-jun-2019: pfs+mr received: reporters were added. Event injury nos was replaced by new specified events: vaginal bleeding, menorrhagia, pregnancy (termination), bladder problems, urinary problems, high blood pressure, dysmenorrhea, pelvic pain,fatigue, weight gain, device ineffective, genital bleeding. Concomitant drugs & historical drugs were added. Lab test was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.